Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (leg). Patient felt sick so they drank a bunch of water and went to the emergency room. Patient was diagnosed with hyperglycemia and phenomena. Patient was treated with intravenous therapy with fluids. Patient was prescribed doxycycline hyclate, 100 mg twice a day, for 10 days.

Manufacturer narrative:
Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin.